Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event of infusion set kink cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 528 mg/dl due to which the patient went to emergency room and got hospitalized in intensive care unit(ICU) and was treated by intravenous and fluids of saline and insulin. The issue occurred with two infusion sets.